Event description:
It was reported that a spectrum pump alarmed upstream occlusion and it could not be cleared. This occurred during an unspecified process step in the central supply department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm cannot be cleared" was not reproduced. Evaluation determined the ultrasonic calibration values were out of range and unable to calibrate. A review of the event history log for the reported event date revealed multiple occurrences of upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.